Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pfa procedure the faradrive sheath was selected for use, the physician inserted a catheter into the sheath and drew up several syringes of blood. The physician observes air bubbles on each draw. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned.